Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2017 by the knee surgery, sports traumatology, arthroscopy, titled ¿smoking and obesity influence the risk of nonunion in lateral opening wedge, closing wedge and torsional distal femoral osteotomies". The study reviewed ninety-eight (98) patients who underwent opening wedge ldfo (lateral distal femoral osteotomy) using an arthrex peekpower plate with locking screws to address opening wedge lateral distal femoral osteotomy. During the minimum twelve (12) month follow-up period, two (2) patients experienced nonunion. Source: liska, f., haller, b., voss, a., mehl, j., imhoff, f. B., willinger, l., & imhoff, a. B. (2018). Smoking and obesity influence the risk of nonunion in lateral opening wedge, closing wedge and torsional distal femoral osteotomies. Knee surgery, sports traumatology, arthroscopy : official journal of the esska, 26(9), 2551¿2557. Https://doi.org/10.1007/s00167-017-4754-9.